Manufacturer narrative:
The manufacturer previously reported an oxygen blending module board was replaced to address a low oxygen condition. During further evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's oxygen blending module manifold was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was alarming for a low oxygen condition. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.